Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 40-45 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump was not delivering insulin properly. Tandem technical support (cts) performed a pump data log review to determine a possible cause; however, the pump performed as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.